Manufacturer narrative:
Investigation pending

Event description:
On (B)(6) 2024, a pcr was submitted by (B)(4) (distributor): "the pictures forwarded to cerapedics show edema/inflammation with the use of I factor putty from an elbow surgery. The surgeon asked the distributor principal (B)(6) if there had been any reported incident of a reaction from the use of the product. The principal spoke with the surgeon and he has been advised/in-serviced on how to handle the product and no further action to be taken from the surgeons point of view." Additional information: on 13 sept 2024, an additional pcr was submitted by (B)(6) from (B)(6): "after a previous elbow surgery, the patient presented bone loss. For this reason, the doctor applied the I factor graft on (B)(6) 2024. On (B)(6) 2024, the surgical site showed secretion, volume increased and ampoules. There were no infection signs. The corrective treatments were antibiotic therapy, local heat and wound drainage. On (B)(6) 2024, the doctor removed the I factor, during this process he informed the graft was spread around the site. The patient continued with the treatments. Currently, the patient is recovered from the adverse incident."

Manufacturer narrative:
Device history record. The device history record was reviewed for lot 22c1384 and indicated no abnormal processing. The lot in question met all specifications prior to its release. There have been no other complaints reported for lot: 22c1384. Capas and ncrs associated with lot. There have been no ncrs or capas associated with this lot. Risk analysis and previous complaints. Cerapedics risk analysis document ra-001, revision 23 (putty) was reviewed. The failure mode identified in this complaint is already identified under line item 40 - "wound complications including hematoma, site drainage, and infection." Therefore, no updates to the risk assessment are required. There have been 6 (six) previous complaints related to this potential failure mode. Based on the total number of units distributed (n=(B)(4), the observed rate is (B)(4). The mitigated risk probability for this potential failure mode is estimated to be 2 or an estimated occurrence rate of (B)(4). Ous putty IFU (p/n: 40002-01-11) lists the following in adverse effects: "wound complications including hematoma, site drainage, infection and other complications that are possible with any surgery." As such, no updates are required for the IFU. Conclusion: based on the information available, a causal link between the putty product and the edema cannot be established. Patient has recovered from additional surgery to remove I-factor. Out of an abundance of caution this complaint is being incorporated into the risk management process. As listed in the IFU (p/n: 40002-01-11), wound complication is listed as a potential adverse effect; therefore, no additional actions are required.